Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery would begin to charge. However, a few moments later, the pump would stop charging. Reportedly, the cable was able to charge another device. The customer's blood glucose level was not impacted.